Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it was reported that a start-x tip #2 broke during use; no injury resulted.

Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. Nothing unusual to report was found during DHR review. No information was given regarding technique, we cannot rule on its compliance with maillefer recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.